Event description:
It was reported that during a laparoscopic nephroureterectomy procedure, the surgeon was using the pistol grip handle with the right angle hook; he had used it for most of the case, four-five hours. One of the nurses noticed that the hook was no longer present in the shaft. The shaft and handle portion of the device were removed from the trocar. It was found that the shaft had separated from the handle. The broken end of the hook was found in the handle of the device (the broken end of the hook was not dropped into the abdomen of the patient). The broken end of the hook was disposed of accidentally after the case. The case was completed with the harmonic shears. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.